Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0djg6, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient fell on her side last week. The patient was instructed by her healthcare provider (hcp) to turn stimulation off for a few days. When the patient turned stimulation on last night, she felt a ¿weird sensation ¿ little shocks.¿ the patient felt a ¿twinge of pain¿ at the implant site, tingling in her vagina (like usual), and tingling near the implant. It was also reported that the patient had a very strong feeling at 0.3 volts (used to have stimulation at 0.8 volts). The patient also felt stimulation when the implantable neurostimulator (ins) was off.